Event description:
During use for cardiopulmonary bypass, the level sensor displayed a "venous level not connected" alert message. The sensor was turned off and the procedure was completed successfully. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Device repaired and returned (a replacement sensor was provided). Evaluation in progress, but not concluded.